Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was returned to olympus for evaluation where service was unable to confirm the customer's complaint, though found it likely due to the condition of the device. Additionally, the angle wires were stretched, crack of adhesive on rubber, he resin area becomes detached due to humidity/ deteriorated due to the cleaning method/ and/or bending at a sharp angle, the objective lens was cracked due to a shock caused by dropping and knocking the endoscope to a hard surface/object (handling issue), damage or deformation due to physical stress (caused by handling), decrease of output light (light guide broken/light guide bundle yellowing/irregularity of the lens/led cable broken), the resin part is cracked, and water invasion in the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that water entered the device leading to a failure of the image sensor unit on the circuit board, there was a failure of the image sensor unit, there was a failure of the board inside the video connector, or there was a system malfunction. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): inspection of the endoscopic image: when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Connection of the endoscope and ancillary equipment_ connection to the light source - caution: before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and/or light source may malfunction. Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the device was displaying an e315 error. The reported problem was found during maintenance. There was no harm or user injury reported due to the event.